Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter had read inaccurately high. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that she obtained inaccurate high readings with the subject meter two years prior to contacting lfs. The patient claimed the issue began after she had accidentally dropped the meter. At the time of the call the patient did not recall the specific inaccurate readings she obtained. The patient informed the csr that at the time the alleged inaccuracy began she was testing her blood glucose 3x/day and managing her diabetes with oral medication (metformin 500mg). It is not known if the patient made any adjustments to her usual diabetes management in response to an alleged inaccurate reading(s) she obtained with the subject meter. The patient reported that on an unspecified date/time, after the issue started, she developed symptoms she associated with hypoglycemia. The patient did not recall the specific symptoms. In response to the symptoms, the patient claimed she treated herself with food and/or drink and confirmed feeling better. At the time of troubleshooting, the csr confirmed the subject meter was set to the correct unit of measure setting. The patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because, the patient claimed she developed symptoms she associated with "hypoglycemia" after obtaining alleged inaccurate results with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Pa unable to perform evaluation on test strips since the test strip lot number was not provided by the patient. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.